Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that during initial implant procedure, patient's new implanted lead exhibited high threshold. It was also noted that the lead helix was failed to extend. The lead was not installed and the procedure was completed using an alternate lead on 22 aug 2023. The patient was stable.